Event description:
It was reported that the 9900 system made a loud popping noise then would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and snubber board were replaced and the collimator was aligned during the service call. The system was tested and found to be working as intended, and put back into service.